Event description:
It was reported that the patient was experiencing inefficient pain therapy and migraines. The patient underwent a nerve block procedure. The patient was also experiencing weakness on their legs and soreness in the neck following a fall.